Manufacturer narrative:
The original complaint information received by ge healthcare (gehc) on 11 december 2020 did not indicate a reportable malfunction or patient injury. Therefore, no photos of logs were taken, and no logs were received for review. Information that the patient had coded was not received until gehc received the medwatch on (B)(6) 2021. The customer reported in the medwatch that the expiratory valve stuck closed at beginning of case. They thought they fixed it, but it broke again at the end of the case?. Following the event, the ge field engineer could not replicate the issue and the device performed to specifications. Additionally, a simulated ventilation case with a test lung was completed and the unit performed as expected. Since the reported issue cannot be reproduced, the cause of the reported stuck expiratory valve cannot be determined. There is no evidence indicating the device did not perform to specifications.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Report source: medwatch (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during an open heart procedure, the expiratory valve on the anesthesia device stuck closed resulting in the patient coding. CPR was initiated to resuscitate the patient.